Event description:
It was reported that during a procedure to place a wallgraft 12 x 70 stent there was a hole in the wallgraft. Upon placing the wallgraft and then doing an injection of contrast, the physician noticed a hole in the wallgraft. The procedure was completed successfully by placing another 12 x 70 wallgraft within the faulty one. The patient condition is unknown.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.